Event description:
The customer contacted baxter's technical service center regarding a check lines and bags alarm on the home choice (hc) during fill. The fill volume = 1739ml. The home patient (hp) had a full supply bag and empty heater and final bags. The hp twisted the spike in the bag and cycled the power. The heater bag was now refilling. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of a check lines and bags alarm. The used sample was not returned to baxter for evaluation. Per the complaint information, the spike was not fully inserted into the solution bag. Per the complaint information, the cause of the alarm is improper setup of the supply bag. This review finds the labeling adequate for the reported user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.